Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform s/n (B)(4) powered on, however there was no display on the lcd control panel. This malfunction would inhibit the user to visualize the device status and sequence of operation preventing therapy if it were to occur while in use on a patient.

Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll on 12/01/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that top cover, motor cover, encoder cover, patient restraint assembly, restraint pin assembly and battery partition cover were damaged. Note autopulse is a reusable device and was manufactured in 2005. Therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse and are not related to the reported complaint of the platform powers up but no display is observed. A review of the archive was performed and several user advisories (ua) 45 (not at "home" position after power-on) were observed between (B)(6) 2015. Additionally, on (B)(6) /2015 ua18 (max take-up revolutions exceeded) was also observed. There were no user advisories noted on the reported date of (B)(6) 2015. These user advisories are not related to the reported complaints. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua 18 alerts the operator that the lifeband is open or patient is too small or is not present on the platform. The platform was functional tested and there were no problems or error messages noted. Further investigation indicated that the processor board was faulty which could cause the display not to function. All damaged parts observed during visual inspection were replaced. Additionally, the power distribution board was replaced to remedy the reported complaint. In summary the customer's reported complaint that the platform display was not working was confirmed during functional testing and was attributed to a defective processor board. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.